Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9833615. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting an aneurysm on the m1 segment of the middle cerebral artery (mca), the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9833615) encountered some resistance during the process of it being delivered to the 150cm x 5cm prowler select plus microcatheter (606s255x / 31597986). The stent was advanced to the target position the physician initiated its released, but it was found that the distal markers on the stent were converged and could not be opened or expanded completely as intended. The physician retracted only the stent, but the stent component was found detached from the delivery wire in the microcatheter hub. The physician removed the stent with another device and replaced it with another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9616873). The stent was impeded in the proximal end of the 150cm x 5cm prowler select plus microcatheter and could not be further advanced. The physician retracted only the stent, and it was also noted to have detached from the delivery wire in the hub of the microcatheter. The physician removed the microcatheter and the stent and replaced both devices to complete the procedure, which was reportedly prolonged by about 20 minutes. There was no report of any negative patient impact. On 30-oct-2025, additional information was received. The information confirmed that the procedure was a stent-assisted endovascular embolization procedure targeting an aneurysm on the m1 segment of the middle cerebral artery (mca). For the first stent from lot 9833615, it is not known if there were vessel factors that may have contributed to the incomplete stent expansion. There was no evidence of obstructed blood flow due to the reported issue. Aside from the premature stent detachment, there was no damage noted on the stent / stent delivery system. For the second stent from lot 9616873, it is not known if there was any damage noted on the stent / stent delivery system. There was no damage noted on the microcatheter. Continuous flush was maintained through the microcatheter. The replacement stent was a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and the physician did not consider the reported 20-minutes delay to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on 26-nov-2025. [Additional information]: on 26-nov-2025, additional information was received indicating that the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9833615) may be lost and is not available to be returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9833615. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.